Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. However, moisture traces were found at keypad traces, no traces of moisture was found at electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A new pump was shipped to the customer. No further information was provided.